Manufacturer narrative:
No part number or lot number provided. Device manufacture date cannot be determined without a part number or lot number. Investigation is on going; no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records cannot be reviewed without a lot number.

Event description:
During a study in (B) (6) (mid-term results of internal fixation of proximal humerus fractures with philos plate", p.papadopoulos et al., injury int. J. Care injured 40 (2009) 1292-1296), 29 pts were implanted with the lcp proximal humerus plate and a minium of 5 locking screws, maximum of 9 locking screws for 3- or 4-part displaced proximal humeral fractures. Two pts experienced humeral head collapse due to aseptic necrosis after the fracture healed (14 months postoperatively). The plate was removed due to severe limitation of shoulder range of motion and pain from head screw perforation into the glenohumeral joint. This is 2 of 4 reports related to this journal article.